Event description:
Customer was hospitalizaed with high blood glucose levels. Troubleshooting performed and pump appeared to be functioning as designed. Customer was instructed to change out set and inject as per md.